Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device has not met specifications. The product was not used for treatment purposes. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and solution can be seen going directly into the drainage lumen indicating lumen to lumen leakage. This is out of specification which states, "leaks between lumens (inflation lumen, irrigation lumen and temperature sensor lumen) are not allowed." The root cause for this failure is machine- based on the analysis it was concluded that the geometry of the core pins was causing lumen to lumen leaks per evaluations made during investigation process. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The labeling and risk assessment was not completed as they are addressed by existing CAPA. Corrections: d,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that there was a water leak during the pretest while checking the catheter balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a water leak during the pretest while checking the catheter balloon.